Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device.¿ capsular contracture: unable to observe as it is a medical event that is not related to the device.additional observations:¿ one opening on anterior side assessed as surgical damage.¿ white calcification on the shell is observed.¿ crease flat is observed.

Event description:
The device has been explanted and replaced.